Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon informed me this patient had dislocated with a constrained liner implanted. The femoral head had completely pulled out of the locking ring of the liner, leaving the liner engaged into the cup. Surgeon was unsure if the initial surgery date and what surgeon had performed the surgery. He asked that we have dual mobility options, as well as constrained liner options available for a revision. The constrained liner was removed, and surgeon realized the +4/10 degree constrained liner had the 10 degree hood facing in retroversion. He felt this would do better implanted in anteversion. A new 48x28 +4/10 degree constrained liner was trialed with a 28mm +5 head. The hip was reduced and found to be stable. The real implants were opened and implanted. Hip was then reduced and stability was confirmed. Closing process began. Doi: unknown. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.